Manufacturer narrative:
Investigation is in process but not yet complete. Upon completion a follow-up report will be submitted. Device not returned to manufacturer..

Event description:
It was reported that the patient underwent fusion procedure (B)(6) 2015, utilizing the simplicity anterior cervical plating system. Subsequently, post-operative radiographs identified that one of the locking rivets had broken and the screw had begun to back out. The patient was monitored and on (B)(6) 2016, surgery was performed to remove the broken locking rivet piece and the one 4.0mm x 18mm sd fixed screw (sdf4018) that was backing out. The patient was fused at the intended site

Manufacturer narrative:
Engineering evaluation of the explanted screw along with information provided noted that the acp plate remains implanted therefore, evaluation is not possible. No conclusion could be drawn as to the cause of the reported locking rivet failure. . Manufacturing history review and lot specific complaint history review was not possible for the acp plate as lot identification was not available. A two-year complaint history review for all part numbers in the acpxxx family of slimplicity anterior cervical plates did not identify a trend for reports of locking rivet failure. Device component fracture is a known risk of this procedure. The slimplicity anterior cervical plate system instruction for use (IFU) lbl-IFU-005, states under potential adverse affects: " bending, loosening, fracture, disassembly, slippage and/or migration of components" and under warnings "potential risks identified with the use of this device system, which may require additional surgery, include device component fracture, loss of fixation, non-union, fracture of the vertebrae, necrosis of the bone, neurological injury, and/or vascular injury". Device not returned to manufacturer.

Event description:
It was reported that the patient underwent fusion procedure (B)(6) 2015, utilizing the slimplicity anterior cervical plating system. Subsequently, post-operative radiographs identified that one of the locking rivets had broken and the screw had begun to back out. The patient was monitored and on (B)(6) 2016, surgery was performed to remove the broken locking rivet piece and the one 4.0mm x 18mm sd fixed screw (sdf4018) that was backing out. The patient was fused at the intended site.